Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow-up report will be submitted upon receipt of the device, completion of investigation and/or availability of new, relevant details.

Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve. As reported, on (B)(6) 2026, a perceval plus valve pvf-m (serial#: unknown) was attempted to be implanted and eventually explanted in a patient due to pvl and stent infolding. The sizing results showed that the perceval plus m, which initially seemed to be the perfect size, was actually oversized, so it was decided to implant size s instead (ref. Etq (B)(6). Although the size s seemed slightly undersized, the myocardial protective infusion was successful, and it was confirmed that the valve leaflets were closed. After the declamp, cardiac pacing was unsuccessful, and further examination with echocardiography confirmed that there was no blood flow to the coronary artery. Upon re-clamp, observation of the perceval plus valve revealed a pop-up, confirming that the inflow ring was occluding the coronary artery. After explantation of the perceval plus s valve, the procedure was switched from mics to full sternotomy, and valve replacement was performed using epic19.